Event description:
The account generated false positive axsym troponin-I adv results on a patient who tested stratus negative. The patient was admitted to the emergency room due to chest pains but after testing showed no signs of cardiac arrest. Additional testing showed ckmb negative, rf negative, monoclonal protein negative but high gamma globulin (which is most likely due to the patient's lupus condition). The patient generated positive axsym troponin-I adv results using 7 specimens over a period of 4 days. Although the axsym troponin-I adv results were all positive the values generated were erratic (8, 0.4, 8, 10, 0.4, 2.0, 2.83, 2.5, 13 ng/ml; troponin-I adv cutoff of 0.40 ng/ml). No impact to patient management was reported.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device the plunger was returned loose. Both cuffs were still loaded on the foot pockets. The plunger was inserted and needle trajectory and push mandrel travel were found acceptable and the device performed according to specifications. Based on the investigation findings, it appears that the operator inadvertently missed performing step #2 (needle deployment), because the needle tip and rail end were found inside the device. This is an indication that the plunger was pulled out of the device instead of pressing it down to deploy it. Therefore, the root cause is related to operational context. No manufacturing or quality issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, when the needle plunger was removed, an anterior cuff miss occurred. The device was removed and the method that hemostasis was achieved was not reported. There were no reported adverse pt effects. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.